Event description:
A customer contacted beckman coulter inc. (Bci) regarding 0ng/ml qc results and a failed calibration for psa (prostate specific antigen). No patient samples were analyzed. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
(B)(4). Upon further review, this complaint was determined to not be reportable. Therefore, the initial report is being retracted.

Event description:
During product evaluation, a technician discovered failure code 810:11 that occurred a total of 7 times during delivery. Delivery was interrupted. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is (B)(4), categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received but not yet evaluated for the discovered condition. A follow-up medwatch report will be submitted when additional information or the evaluation results become available.